Event description:
A customer contacted baxter's technical service center regarding a connection issue that occurred on the homechoice (hc) unit. This event occurred during use, the patient was connected, in fill 1 of 4. The home patient (hp) stated that the fill had just started and the heater line disconnected from the bag. The hp was trying to start over with new supplies but could not get the cassette out. The technical service representative (tsr) walked the hp through ending the therapy procedure. The tsr also advised the hp to call the registered nurse (rn) in the next 24 hours and let them know what happened. The hp ended therapy and would start over with new supplies. There was patient involvement and there was no patient injury or medical intervention associated with this event. On (B)(6) 2012, baxter followed up with the home patient (hp). He stated, he was not sure how the heater line disconnected from the bag. The hp stated, the technical service representative (tsr) gave him excellent instructions on how to end therapy and he started over with new supplies. The hp is ok and has continued with therapy.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The device was not returned to baxter, precluding further device investigation. As a result, an assignable cause of the reported issue could not be determined.